Manufacturer narrative:
Additional information: the lens was not returned to the manufacturer for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient complained of visual acuity at distance post left eye surgery. The symptom started on the left eye one day post implant. Reportedly, the vision is worse when there is less light or darkness. The referring doctor chose to yag both eyes. Additionally, ptosis was reported in both eyes post-op. The patient's current prognosis and treatment are "poor." This report pertain's to the patient's left eye.